Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 was stuck and not registering. A field service engineer (fse) identified that the half height drawer was physically damaged and had bad rails. Fse removed the pockets, installed new drawer, and also corrected the plate as the divider plate between the sub drawers came loose to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.1 was stuck and failed to register. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.